Event description:
It was reported that during a laparoscopic left colectomy procedure, the staple line was completely open on one side where the device was fired. The procedure was converted to an open procedure. Or time was extended approximately 50 minutes.